Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document the asr / product code oto / exemption # e2014015. Total number of events summarized: 1. Restorelle - 1. Novasilk - 0 - attachment: [oto asr oct nov 2017.zip].

Event description:
According to the available information, patient's legal representative stated dyspareunia, vaginal bleeding, mesh erosion.